Event description:
The blood glucose monitoring device had melting and damage at the base of it. Reporter stated being unsure when the alleged incident occurred and the meter is cleaned with a disinfecting cloth or alcohol wipes. Reporter indicated the device was cleaned last week and there was no damage to anyone or property as a result of the alleged event. A request was made for the return of the suspect device and replacement product was sent.